Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3.the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 supplemental sent to correct information omitted from previous follow-up; the test strips have been returned and tested. The MFR narrative should include the text: "the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strip vial was overlabelled by a third party." Appropriate evaluation codes have been added in this supplemental. Alert date should have read (B)(6) 2015 and the device returned to mfg date (B)(6) 2015.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate low result of "2.6 mmol/l" on the subject meter compared to "10.5 mmol/l" on another onetouch veriopro meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.